Event description:
The event has now been reclassified from corneal decompensation to endothelial cell count loss.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All lots are 100% visually inspected and every lot is verified that all required tests have been performed and all acceptance criteria were met. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. There have been no other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
This is a report from a clinical study of corneal decompensation. It was reported that, there was a significant reduction of endothelial cell count, subject was noted to have a clear cornea with no edema and good visual acuity. Upon receiving report, decrease in endothelial cell count value was noted. The severity of the event was mild and the outcome of the event has not resolved. Relationship to the study device is related.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received which states the site has updated the adverse event eye from left to right eye.